Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 137 to 147 mmol/l. Patient 1 initial result = 115.7 mmol/l, repeat result = 144.2 mmol/l. Patient 2 initial result = 115.4 mmol/l, repeat result = 141.3 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 137 to 147 mmol/l. Patient 1 initial result = 115.7 mmol/l, repeat result = 144.2 mmol/l. Patient 2 initial result = 115.4 mmol/l, repeat result = 141.3 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the peristaltic head tubing. No additional discrepant result issues have been reported since the service activity was completed. The peristaltic head tubing was determined to be the likely cause of the issue. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for c1602218. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect c16000 system, the likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency were identified for the architect c16000 processing module, serial number (B)(6) or the peristaltic head tubing.